Manufacturer narrative:
The complaint investigation for potential false nonreactive architect hiv ag/ab combo results included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, and in-house testing for lot number 49549be00. Return testing was not performed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performed as expected for this product. A review of ticket trending did not identify any related trends for the product for the issue. The device history review was performed and did not identify any related non-conformances or deviations associated with the lot 49549be00 and complaint issue. In-house testing of a retained reagent kit of the complaint lot was performed, showing that the lot generates the expected results. All specifications were met, and no false non-reactive results were obtained. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels and determined that the performance of the complaint lot is not negatively impacted. Labeling was reviewed and concludes that the issue is adequately addressed. In this case, the architect results were reproducible and in alignment with the negative results generated by the card method. Indeterminate (weak reactive) results were generated only by the tridot method, and the customer was unsure which results were correct. Based on the investigation, architect hiv ag/ab combo reagent lot 49549be00 is performing as intended, no systemic issue or product deficiency was identified.

Event description:
The customer reported false nonreactive results for one patient sample when using the architect hiv ag/ab combo assay. The following data was reported: sample ID (B)(6): architect hiv result = 0.10 s/co (nonreactive); repeat result = 0.14 s/co (nonreactive). Tridot result = indeterminate (weak positive). Card method = negative. Qc was run on the architect and found to be within range. It was confirmed the customer was unsure of which result was correct. There was no impact to patient management reported.

Manufacturer narrative:
A1 - patient identifier: complete sample ID (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 4j27 that has a similar product distributed in the us, list number 2p36. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false nonreactive results for one patient sample when using the architect hiv ag/ab combo assay. The following data was reported: sample ID (B)(6): architect hiv result = 0.10 s/co (nonreactive); repeat result = 0.14 s/co (nonreactive). Tridot result = indeterminate (weak positive). Card method = negative. Qc was run on the architect and found to be within range. It was confirmed the customer was unsure of which result was correct. There was no impact to patient management reported.